Manufacturer narrative:
Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: revision due to dislocation review of event description: a female patient at the age of 59 underwent initial right cementless tha with biolox delta head (32/0, m, 12/14 taper) on december 4, 2013 and has experienced dislocation of the hip a number of times since then. Later on, she presented to the ER on july 9, 2017 and on july 10, 2017 she underwent revision surgery due to pain and dislocation after 3 years 7 months in-vivo time. All the elements of the thr were revised except the stem. This is a split case with zimmer inc. Warsaw which was reported under (B)(4). Review of received data: - ap view pelvis, ap view right hip and lat view right hip x-rays dated (B)(6), 2014: lucent lines along the gruen zone iii of the cup. Cup inclination angle seems to be lower than the normal ranges.no problems observed related to the head. -ap view pelvis ap view right hip and lat view right hip x-rays dated december 18, 2016: lucent lines along the gruen zone iii of the cup still observed and seems to be enlarged slightly. Slight lucency noticed around the screws as well. No problems observed related to the head. - initial right hip surgery report dated (B)(6), 2013: pre-op diagnosis: osteoarthritis right hip components implanted: femoral component- zimmer 10mm kinectiv m/l taper cementless (porous) stem with a straight - right size b - ( +0) standard and a 32mm biolox ceramic head +0mm. Acetabular component ¿ zimmer trabecular metal cluster 54mm / standard crosslinked poly liner. 2 screw fixation. Operative findings: this patient has a body mass index (bmi) of 28.76. Bone quality was good. Range of motion postoperatively 5 degrees of extension, 120 degrees of flexion, internal rotation in flexion to 80 degrees. External rotation in flexion was to 70 degrees. Internal rotation in extension to 80 degrees. External rotation in extension to 30 degrees. Preoperative femoral offset was 42mm. Postoperative femoral offset was 44 mm. Procedure: the patient was placed in right lateral decubitis position. Posterolateral approach was performed. A size 10mm rasp was felt to be stable. The size 10mm kinectiv m/l taper femoral stem was impacted. Excellent press fit stability of the stem was obtained. Reaming medially to size 55mrn. Abduction, approximately 45 degrees, and the appropriate amount of forward flexion, 20 degrees. Reaming was carried out until excellent cancellous bleeding bone and excellent stability achieved. A size 54mrn zimmer trabecular metal cluster acetabular component was impacted. Shell was thoroughly seated. The shell was secured with two cancellous screws. The 54mm x 32mm standard cross linked poly liner impacted into the shell. Size 32mm head +0 neck seated on the stem. Leg lengths were felt to be clinically equal. Excellent stability was noted both anteriorly and posteriorly. Abductor tension was tested with an appropriate lateral pull and was found to have adequate restoration of abductor muscular tension. Office visit notes dated (B)(6), 2017: patient presented for follow up regarding her complaint of left thr, which was done on (B)(6), 2013, due to she dislocated her left lip approx. Two weeks ago and pain in right knee prosthesis, which was done on (B)(6), 2009. She does not have any pain. Left hip examined: flexion: 110; extension: 10; internal rotation: 35; external rotation: 55. No leg length discrepancy. Post operative radiographs reveal good prosthesis alignment. No evidence of prosthesis loosening. Follw up planned in 6 months. It is noticed in the office visit notes that the patient underwent closed reduction of her right thr due to dislocation on (B)(6), 2014. - implant stickers belonging to the primary tha were received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: the compatibility check was performed and showed that the product combination was approved by zimmer biomet. Surgical technique of the trabecular metal modular acetabular system suggests 45° abduction angle of the cup. Root cause analysis: root cause determination using dfmea : - mal-function of tha (wear, fracture, dislocation etc.) Due to wrong size of head diameter and/or offset, wrong taper size combination => not possible: correct size of the head diameter , taper size and offset for the corresponding stem taper were selected. - increased chemical, galvanic or crevice corrosion and / or fretting of material, metal ion release due to not allowed/ wrong combination of zimmer products => not possible: product combination is allowed by zimmer biomet. - patient behaviour leads to premature failure due to inadequate information during patients counseling by surgeon => possible: correct handling of the product is out of zimmer biomet control. Conclusion summary: the patient underwent revision surgery of her right thr due to pain and dislocation after 3 years 7 months in-vivo time. It is noticed that a closed reduction of the right hip took place on (B)(6), 2014 due to dislocation as well. No problems related to the head were observed after review of the surgical notes, office visits and x-rays. However, no revision surgery report was received to confirm and review failure event. It is unknown whether the lucencies noticed around the cup/screws and the lower inclination angle of cup (which is suggested as 45° in the surgical technique of the trabecular metal cup) played a role in the observed dislocation. Nevertheless, possible causes for the dislocation can include possible inadequate assembling procedure, use of the head on a damaged stem taper, resterilization by the user, particles left between stem and head taper, high patient activity, inadequate information during patients counseling by surgeon leading to premature failure caused by patient behaviour, patient disregarding the limits of the device and high bmi of the patient (bmi=28.76 at the time of the primary right hip surgery). The investigation of the other components of the system is covered in warsaw split case (B)(4). Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4)

Manufacturer narrative:
X-rays were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive other source documents for review. The manufacturer did not receive the device for investigation. The lot number of the device was received. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Additional information has been requested and is currently not available. This is a split case with zimmer inc. (B)(6) which was reported under (B)(4). Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a biolox delta, ceramic femoral head, m, 32/0, taper 12/14 on the right side on (B)(6) 2013 and the patient underwent revision surgery on (B)(6) 2017 due to pain and dislocation.